Event description:
Clinical study. It was reported that during a coronary artery stenting treatment procedure, balloon withdrawal resistance was noted. The index procedure treated the de novo, 89% stenosed, mildly calcified and bifurcated 2.33x15mm target lesion located in the mid left anterior descending artery. Treatment consisted of pre-dilation with a non bsc 2.0x12mm balloon, the placement of a 2.75x20mm taxus liberte drug eluting stent deployed at 10 atm's and post dilation with a non bsc 3.0x10mm balloon deployed at 16 atm's resulting in 1% residual stenosis. Balloon withdrawal resistance was noted during the procedure. The patient was discharged 1 day post procedure on aspirin and clopidogrel. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.